Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. D4 - lot #: possible lot number: 43491 h3: neither samples nor pictures were received for analysis. "No device history record was reviewed since lot number was not found in mtij system." Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during infusion the device for no apparent reason started to alarm ¿cassette is not set correctly¿. Per reporter, this happened on 3-9 occasions. The exact dates are unknown, but they have happened in a time period of (B)(6) 2024. The device was checked several times by a biomedic and passed the annual check well. Possible lot number provided:43491. There was patient involvement.